Event description:
The customer reported that her blood glucose reached 18.3 mmol/l (330 mg/dl) twelve hours after the pod was activated and that the cannula was kinked. She corrected the hyperglycemia with an insulin pen.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if tit could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot me tall acceptance criteria.